Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: the display was found to be dim, faded and pink. Unrelated to the complaint, the keypad cover was observed to be lifted at the ok button; all buttons were responsive to button presses. The keypad cover was removed; there was no contamination found under the contacts. Also unrelated to the complaint, the battery compartment was cracked at the threads to the left of the bumper and at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.